Event description:
After deployment of a 10x37 stent in the iliacs, the balloon (non-ev3 product) would not deflate enough to get back through the sheath, and the balloon ultimately ended up dislodging from the catheter. The physician used the gooseneck snare to retrieve the balloon, however, upon trying to remove the balloon through the sheath the gooseneck snare broke and unraveled. Enough of the snare did come back through sheath and physician was able to pull the rest of the gooseneck snare and balloon out through the sheath with an additional snare. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.